Event description:
During an implant procedure, the stylet was unable to be advanced in the left ventricular (lv) lead, which resulted in the lv lead to be torn. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of the stylet was unable to be advanced in the lead, which resulted in the lead being torn was confirmed. As received, a complete lead with the stuck stylet was returned in one piece for analysis. The connector pin with the crimp sleeve were found pulled out from the connector assembly stretching the inner coil, which is consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The connector cap was intact and in placed in the connector assembly. The cause of the reported events were isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.